Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the robotic laparoscopic thoracic wedge resection, while stapling the pulmonary artery, the reload articulated/ straightened during firing. It was noted that the reload articulated in one direction while the knife blade was on retraction. The surgeon stopped using the powered handle and switched to a manual handle to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: sigsds30ctvt, sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#n5a1513uy); unk-sigadapt, unknown signia egia adapter (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the robotic laparoscopic thoracic wedge resection, while stapling the pulmonary artery, the reload artic ulated/straightened during firing. It was noted that the reload articulated in one direction while the knife blade was on retraction. No intervention was done. No patient complications have been reported as a result of this event.